Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was "coming apart." Tandem technical support advised the customer to remove the screen protector to verify that the damage was on the pump screen; however, the customer declined. The customer's blood glucose was not impacted.